Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips there is a red x when the multi-paddles set is connected. There was no patient involvement.